Manufacturer narrative:
Continuation of medical devices: 5076-52 implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker system was removed due to endocarditis and (B)(6) cultures for (B)(6). No further patient complications have been reported as a result of this event.